Event description:
It was reported that the ilet user experienced a low glucose episode, paused the system due to concern about continued insulin delivery, and accidentally announced a breakfast. The event was managed with oral glucose (approximately 6 ounces of apple juice), and the displayed glucose increased from 55 mg/dl to 73 mg/dl, with education provided on proper use and meal announcements. Symptoms included hypoglycemia with shaking/tremors. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem associated with an accidental meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.